Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor. It was reported that the wire was opened (during prep) and the physician and staff felt that it had a rough coating that made it difficult to use. The device was discarded and another wire was opened to replace this one and complete the case. The rough coating was felt over the entire wire; the catheter would not slide up, and it was rough to the touch by the surgeon and tech even after being wiped down. No further information was provided. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: cause of event is unknown. Conclusion: cause of event is unknown.